Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The srt replaced the universal indicator (housing) on the battery module. The unit operated to the manufacturer's specifications.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the 24 volts (v) indicator on battery module would not light up. There was no patient involvement.